Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is reusing insulin. Tandem technical support informed the customer that reusing insulin is off label use per tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 180-250 mg/dl.